Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was submitted for engineering analysis which resulted that this device exhibited a low voltage. Device replacement was recommended. As of this time, this ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed that the device continued to deplete in an accelerated and predictable manner. Device replacement was recommended. As of this time, this ICD remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was electively explanted and replaced due to therapy upgrade. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed that the device continued to deplete in an accelerated and predictable manner. Device replacement was recommended. As of this time, this ICD remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was electively explanted and replaced due to therapy upgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at the post market quality assurance laboratory. External visual inspection revealed no anomalies. Review of the device memory confirmed that a battery system fault with low voltage had been recorded. The battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. Battery run-down data indicated faster-than-expected voltage depletion. The device successfully completed the returned products test (rpt), confirming proper pacing, sensing, shocking, and recording functions relative to battery voltage. The device case was then opened to facilitate analysis of internal components. The battery was separated from the other device electronics, and the overall current draw of the circuitry was measured. The battery was sent for laboratory analysis, meeting criteria for ncep-00172827, which identified copper dendrite deposits breaching the separator layer between the anode and cathode, causing a short.